Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the products passed all manufacturing and quality inspections. The exact root cause of the incident remain unknown. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole (2 back to back cases)- "bag brought through incision to remove specimen, surgeon spread facia with kelly to make easier to remove. Bag was not compromised by kelly as the kelly could visibly be seen on the monitor. The bag broke at the tip in both cases. Second case the surgeon even debulked the specimen to facilitate removal." Patient status- "normal."